Manufacturer narrative:
A thorough investigation has been performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm variant. Design improvement changes are under consideration to prevent potential recurrence. The system remains at the customer site with no further repair actions anticipated.

Event description:
A customer reported the display monitor mounting bracket broke on their affiniti 50 ultrasound system. The site¿s biomedical department ordered a replacement tilt swivel arm bracket kit to repair the system. No patient or user was harmed as a result of the issue. The system has been returned to service with no additional issues reported.

Event description:
A customer reported the display monitor mounting bracket broke on their affiniti 50 ultrasound system. The site¿s biomedical department ordered a replacement tilt swivel arm bracket kit to repair the system. No patient or user was harmed as a result of the issue. The system has been returned to service with no additional issues reported.

Manufacturer narrative:
It was identified that the previously submitted report ID# 3019216-2024-00152 submitted on 2024-10-24 needed some clarification. Excessive force outside of the normal operating range was identified as the cause of the incident. There is no fault in the device's current design as the device¿s arm has the capacity to hold five times the weight of the mounted display.